Manufacturer narrative:
A field service engineer (fse) was dispatched on and found the smart module communication errors. The fse replaced the fiber optic harness and no further hydro leak issues occurred.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was generating hydroneumatic smart module errors and a leak was found in front of the hydroneumatic system. No injury or operator exposure was reported for this event.